Manufacturer narrative:
(B)(4). The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information was requested, and the following was obtained: can you please provide more event details? If the device cut, but did not staple the tissue, how was the transected tissue managed? I don't have a lot of event detail as I was not in the surgery and did not get a clear description of the surgeon. They got a huge bleeding because the staplers did go out. The tissue gets only cut. They could manage to very quickly bring a new stapler and redo the firing properly.

Event description:
It was reported that a long60a was used instead of a plee60a as usual because of our backorders. It was a robotic bypass procedure. Regarding the information I had, the knife just cut the entire section but it stapled only few mm. There was no patient consequence reported.